Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, extreme swelling, was deemed to meet serious injury criteria of necessitating medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received from a physician and concerns a (B)(6) female patient who was injected with radiesse (+) 1.5 cc to the cheeks and belotero 1 cc to the lower face on (B)(6)2018. Medical history positive for volbella injection to the peri-oral area one month ago. Concomitant medications not reported. About 15-20 minutes post injection, the patient experienced extreme swelling to the lower face, clarified as lips, chin and cheeks. She had no angioedema, respiratory problems, or trouble speaking. Treatment reported as intramuscular steroid. The patient remained in the office for about 1.5 hours and did not get worse. She was prescribed prednisone and benadryl (diphenhydramine). On (B)(6) 2018, the patient presented for follow up and showed moderate improvement but still with some swelling. Per the physician, intervention was needed to prevent permanent impairment of a body structure or body function. Causality reported as related to belotero.

Manufacturer narrative:
The device history record for belotero dermal filler lot 321301 was reviewed. A lot search was conducted on the reported lot and no similar events were noted. No non-conformances were noted that would have contributed to this event.

Event description:
Follow up information was received from the office manager of the practice on 09-mar-2018: the patient's initials were provided. Concomitant medications reported as none. Radiesse(+) lot number reported as 100106154. Follow up information was received on 12-mar-2018: belotero lot number reported as 321301. Follow up information was received from the physician on 22-mar-2018: the patient never returned to the office for follow up. On an unknown date, the patient fully recovered without any new treatment measures.

Event description:
Follow up information was received from the physician on 16-apr-2018: the injection sites in the lower face were clarified as superficial lines of the lips, perioral area, and marionette lines. No photographs of the patient's "extreme swelling" are available.